Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso, due to uterine fibroids, pelvic prolapse with cystocele and rectocele, and post menopausal bleeding. It was reported that patient underwent mesh revision mid-2010, (B)(6) 2013, mesh removal (B)(6) 2013 due to mesh extrusion/exposure, pelvic pain, sui. It has been reported that the patient underwent excision of mesh, placement of sparc sling, and cystoscopy on (B)(6) 2013 for sui, vaginal mesh exposure, and pelvic pain. No additional information provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal mesh exposure, stress urinary incontinence, recurrent urinary tract infections, leakage, urge incontinence, yeast infections, and frequency.